Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va24k74, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va24k74, ubd: 10-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfun ction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp stated that the patient was complaining about pain at the pocket site. It was reported that the patient has history of diabetes and increased risk for infection. Hcp stated patient developed infection in the pocket site that required explant of the device. No further complications were reported.